Event description:
It was reported that the user experienced supply damage, including two damaged insulin cartridges, which were reported to be leaking, resulting in unplanned full system changeouts and depletion of supplies. No adverse clinical signs, symptoms, or health effects were reported. Outcomes included resumed insulin delivery upon changing out supplies, replacement supplies shipped, and no health impact or medical intervention needed. User support included communication with the user and review of information provided. Investigation of this case identified user-reported cartridge leakage consistent with a component-level failure of the cartridge reservoir, with no device alarms reported. Based on the available information and previously established findings for similar reports, the event was concluded to be related to cartridge component failure with no associated health impact.